Event description:
It was reported that during a low anterior resection procedure the device did not staple. Another device was pulled and the case in ongoing. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.